Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately thirteen years and ten months post port placement procedure, the catheter was allegedly damaged approximately 10 cm from the tip of the catheter. The port system was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter damage, the catheter was noted to be degraded approximately from the 12.0cm depth mark to the 17.0cm depth mark; the material appeared to be peeled off near the 13.0cm depth mark. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately thirteen years and ten months post port placement procedure, the catheter was allegedly damaged approximately 10 cm from the tip of the catheter. The port system was removed from the patient. There was no reported patient injury.